Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal pain, mesh erosion, and pain during intercourse. No further information has been provided.